Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 1170mg/dl. It was stated that it was unsure if the insulin pump caused the customer's high glucose level. It was stated that the device did not alarm, and it did not show that it was not delivering, but the customer's blood glucose went up overnight. No further info was provided.